Event description:
I realize that this is an extensive report and I will probably run out of allotted space, so please, once you've read most of the report, with facts missing at the bottom. I also have a complete journal of everything that happened to me with lasik surgery. Thank you. In late 2004 -- friday-- first lasik surgery performed at lasik vision institute. I had followed all instructions given to me by dr. Went home & put on protective eye gear and laid down for 4 hours, as instructed. Then got up and put in zymar antibiotic then forte med. The nex day.- post op- cleaned out pus in right eye. After I left lviinsit., had difficulty driving with blurred to my right eye. Six days lateri- -post op- eyes at this time felt pretty good. Still using quite a bit of fresh tears & forte. The next day-. My eyes seem to be doing okay. Still very dry & using fresh tears at least every 2 hrs. In early 2005- eyes improving slowly. Still using eye drops for dryness. Approx two and a half months later- feeling tired, possibly from thyroid condition, & also eyes tire easily. Had thyroid condition checked & everything was normal. My eyes are strained by the end of the day. Using fresh tears more often now. Approx every 1 to 1-1/2 hrs. Two months later - post op. Using cheater glasses with a strength of 1.75. Still using fresh tears for dry eyes. Have asked about enhancement and they still can't give me an answer on when I can have it done. It's been 6 mos now. I feel I am getting the run around. Approx two months later- friday-post op- I am not happy with results. Now am up to 2.25 on cheater glasses. Eyes are regressing, not progressing like I thought they would. It has been 7 mos and I asked again about my eye enhancement & was told I was not ready for enhancement yet! They keep putting me off from having another eye enhance-ment. I still feel they are giving me the run around. At least that is the feeling I am getting from the doctors. Eyes are tired & strained by the end of the day. Am using fresh tears more frequently during the day. Approx three months later - post op- eyes are getting worse, not better. Asked about enhancement & have been out off again. Now up to 2.5 on reading glasses. Still using fresh eyes daily. The same day-post op- eyes are not getting better. Getting worse. Asked about enhancement, put off again. Now up to 2.5 reading glasses. More fresh eyes more often during the day. The following month-post op- still using 2.5 cheater glasses. Now having problems driving at night. No go on enhancement again. Using fresh tears to keep eyes moist. Approx one and a half months later - thurs -eye exam- 9 to 10:30 am. Went ot my optometrist, for an eye exam because I couldn't figure out what was going on with my eyes. Dr did a thorough exam because I couldn't figure out what was going on with my eyes. Dr did a thorough exam on both eyes. He also had his associate, another dr formerly employed by the laser institute, with my permission, to exam both of my eyes. Both drs were in agreement, that I should be seen at the lasik vision institute as soon as possible, both talked about me having cells in both of my eyes. Which was not a good sign. I did not understand what they meant by this. Three days later - as soon as I left the optometrists office, I made a call. They told them what my optometrist said. They scheduled an appt for me immediately for the very next day. Appt schedule for the next day for 11:45 am. The following day. I want it to be noted that at the time of my lasik surgery, I had bought an insurance policy which would have expired the same day, in case I needed my eyes to be redone. They talked me into buying the enhancement policy, in case I needed lasik done again. I should have known better.